Event description:
A surgeon reported that a patient is becoming myopic following intraocular lens (iol) implant surgery. The reason is unknown; the cornea and macula are without pathological findings and the iol "fits regular and is firmly attached". The iol was noted to have many small brownish spots, but these do not affect the visual acuity. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the lot/serial number was not provided by the customer. The product was not returned and not enough information was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).